Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08770 inches. Unit was received with broken battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 8:00 am due to diabetic ketoacidosis and high blood glucose level of 560 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was intravenous fluids and insulin. Customer declined troubleshooting for high blood glucose. The insulin pump was replaced or returned for analysis.